Manufacturer narrative:
The device history records for the tibia component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. No product was returned; visual and dimensional evaluations could not be performed. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the tibial component related to the event. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation and with the matching mating components as per the surgical technique. Per the tibial component package insert, pain is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. Upon removal, the implant appeared to be ingrown on the baseplate but not the pegs.